Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was partially incomplete around the needle. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the gastroenterology department reported that when he opened the package, he found that the extension tube was only half, and the product was incomplete. Check the indwelling needle before performing puncture on the patient, and find that the puncture needle has no inner needle, and replace the indwelling needle with a new one. After communicating with the customer, the feedback is as follows: before opening, no abnormalities in the outer packaging, no deformation, no air leakage, etc.; after opening, it can be seen that a part is missing, incomplete, and there is no needle part."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 24-mar-2023. H6: investigation summary: in response to the event reported, a device history review was conducted for lot number 2321739. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. Our engineers noted that the returned device had an extension tube, which had been severed. This nonconformance has been confirmed. Our engineers have also observed a corresponding section of the packaging seal that was incomplete. The section of incomplete seal is the same width as the tubing, and points to a misalignment during the sealing of the packaging unit. The packaging of this device was carried out with manual operation of the equipment and was subject to human error. To prevent a reoccurrence of this event, a retraining has been issued to the relevant personnel. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was partially incomplete around the needle. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the gastroenterology department reported that when he opened the package, he found that the extension tube was only half, and the product was incomplete... Check the indwelling needle before performing puncture on the patient, and find that the puncture needle has no inner needle, and replace the indwelling needle with a new one. After communicating with the customer, the feedback is as follows: before opening, no abnormalities in the outer packaging, no deformation, no air leakage, etc.; after opening, it can be seen that a part is missing, incomplete, and there is no needle part."